Event description:
International affiliate reported that pt presented with a reaction following facial surgery. Event was described as an irritated wound with localized stitch abscess. Pt refused to have surgical intervention performed. Antibiotics prescribed.